Event description:
Initial report was that a patient presented with vocal cord paresis that was made worse with stimulation. The patient was referred to an ent. Further information was received from the physician's office. The nurse stated that the patient's symptoms had not improved and that the patient was following up with an ent. The patient was reported to be receiving voice therapy and was doing exercises at home as treatment. The vns device was disabled. It was noted that the paresis has been occurring since device implant and that lead impedance and the battery were ok. No other relevant information has been received to date.